Event description:
It was reported that during a da vinci-assisted surgical procedure, a right manipulator message appeared during surgery. Troubleshooting began with viewing live logs, which showed error 23062 on the master tool manipulator right (mtmr) associated with a specific console serial number. The manipulator icons in the surgeon viewer were greyed out on one console, while the other console maintained full control of the instruments. It was suggested that a power cycle might resolve the issue. A request was made to check the right manipulator, while the surgeon continued the procedure robotically. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the procedure and surgeon supplied were correct. The procedure was completed robotically as planned. The surgeon switched to another console and continued with the procedure. The console was then not used for the remainder of the day to prevent further issues.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced pn: 380699-46 master tool manipulator (mtm) to resolve the issue. The system was tested and verified as ready for use. This unit was returned for failure analysis and reported a system fault with error 23062, mtm error. The fault was replicated on site. A visual inspection was performed and found no problems related to the reported issue. The 23062 error was checked and verified in lighthouse (aperture), then installed on an internal eft system. During system testing, the reported issue could not be replicated. The unit was transferred for further investigation.

Manufacturer narrative:
Due to the errors in the logs the roll motor and slipring will be proactively replaced since they're consistent with the error. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. Although the specific root cause cannot be determined based on failure analysis results and issue with the roll motor and slipring in the mtm are consistent with the complaint.

Event description:
Refer to h11 for follow-up information.